Event description:
It was reported that patient underwent an internal fixation procedure on (B)(6) 2014. Subsequently, review of radiographs taken in (B)(6) 2015 revealed a fractured titanium implant. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. D4 - expiration date and lot number - unknown h4 - manufacture date ¿ unknown